Event description:
Although the anesthesia was pressure checked previous to the case and the etco2 waveform was working during induction, both failed after induction. The patient was intubated and ventilated via the ambu bag and remained asymptomatic and stable the entire time. Mda and surgeon present and aware for entire event. Machine circuit was changed and biomed/tech was here, however, the anesthesia machine spontaneously started working again. Ge representative came in to evaluate the machine.